Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vtich12.1 implantable collamer lens, +9.00/+2.5/057 (sphere/cylinder/axis), in the patients right eye (od), during the same surgery on (B)(6) 2019, due to low vaulting. The lens was exchanged for a longer lens during the same surgery and the problem was resolved.

Manufacturer narrative:
Additional information: cause of the event is reported as unknown. Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. (B)(4).